Manufacturer narrative:
Terumo did not receive the actual device; however, the complaint was confirmed. A photo was received and indicated that the eto tape was incomplete. The pack was reworked, and eto tape was not replaced on the reworked pack. Terumo has revised this pack to include an inspection for the eto tape during assembly. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, out-of-box, the sash tray was not sealed with eto (ethylene oxide) tape. The event did not cause delay in surgical procedure.